Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with no reported infusion set leaks, no device alarms, and an advised infusion set change; the user instead planned an outside insulin injection and was advised to remain disconnected for two hours. Symptoms included elevated blood glucose above 400 mg/dl for approximately five hours without ketone testing, medical intervention, or assistance. Outcomes included use of subcutaneous insulin via pen as back-up therapy and no hospitalization. Investigation included customer troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction or infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.